Manufacturer narrative:
The technician found the screw on the siderail latch was broken off. He replaced the screw and the zero gap bracket to repair the stretcher.

Event description:
Info received indicates the right siderail was loose, causing it not to lock in place.